Manufacturer narrative:
Information suggests this device remains in-service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was seen six months prior with a remaining longevity of 1.5 years. Three months ago the trans telephonic monitoring (ttm) device check noted a magnet of 100 paces per minute (ppm). However, the caller reported that the ttm recently noted the magnet rate of 85 and reported the device to be at end of life (eol). Technical services discussed that 85 is elective replacement indicator (eri) and not eol. The device was in auto capture at 2v and it was not known why the magnet rate of 90 was short or missed. Technical services advised a patient interrogation. The device was interrogated. The field representative reported that elective replacement indicator (eri) was reached approximately two months ago and the output was auto 4.6 and the recent threshold was 1.3v. A save to disk was performed and the device was scheduled to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.